Event description:
Patient had an issue making his mix last night since the end cap portion on the cassette tubing popped off completely and he had to waste a mix. And so, patient used his currently infusing pump longer to make his medication last (has 9.8 ml still). In anticipation of having to use his last mix immediately, he premixed his last mix on monday at midnight, and it is sitting in his emergency bag at room temperature. Advised patient that since it is at room temperature it is only good for 48 hours and cannot be used past midnight wednesday. Also, patient was able to get 25 ml out of a 20 ml remodulin vial (lot number 937300, expiration date 02/28/2022). The bottle might have been overfilled. Confirmed that patient is mixing correctly. Patient has the defective cassette if needed. No other information is available. The expiration date, lot number, and serial number of the affected cassette are all unknown. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes reported by (B)(6) by: patient/caregiver.